Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient went to the emergency room (ER) with fluid in the abdomen; the staff there determined that it was infected and they removed the pump. It was unknown if the infection was related to the device. The event date was said to be in (B)(6) 2018. There were no further complications reported at this time.